Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. When the stent delivery system was placed over the guide wire, it was noticed that the xience xpedition stent was separated in two pieces. This happened outside the patient on the guide wire. Another xience xpedition was used to complete the procedure with no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported material separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Event description:
Subsequent to the initial 30-day medwatch report, it was confirmed that the proximal shaft separated, not the stent itself. No additional information was provided.